Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic. Upon interrogation of the pacemaker, the right ventricular lead exhibited noise oversensing leading to loss of cardiac pacing. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.